Event description:
Facility paramedics attempted to use the device to administer defibrillator therapy to a patient. The device prompted that the combination electrodes were not connected to the patient and therapy could not be administered as result. Patient outcome was not reported.